Manufacturer narrative:
It was incorrectly reported to the FDA that the suspect medical device was returned to mentor on 06/14/2018. Mentor has not received the suspect medical device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis (right prosthesis) and an unspecified mentor saline breast prosthesis (left prosthesis) when the right prosthesis deflated after implantation. Deflation was diagnosed by a physical exam. In addition, the patient developed ptosis in both breasts as well as capsular contracture (baker grade unknown) in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast prostheses on (B)(6) 2018. The deflation of the right breast prosthesis was confirmed during the explantation surgery. This medwatch report is for the left breast prosthesis.